Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via e-mail and stated that the string broke off after inserting the tampon; after inserting, she tugged the string to set the tampon and when doing this the string came off in her hand. There was still a little bit of string left but after an hour the string was gone. No injury was reported.